Manufacturer narrative:
Additional information received on 01 june 2016 and includes: the surgeon finally decided not to operate the patient as the screw was not migrating. Of course, if the patient will come back for pain, he 'll then might operate. On 10 june 2016 the medical affairs director performed a clinical evaluation and commented as follows: self loosening of the insert fixation screw in a primary tka after 1,5 years. The self-unscrewing is a known possible adverse event. One of the possible causes is insufficient tightening at operation, but if this is the case cannot be stated with certainty. During arthroscopy, the condition of the articular surfaces can be examined visually. If there is no damage to the surfaces and the screw can be removed, the insert can be left in situ with no screw. Batch review performed on 20 june 2016. Lot 144269: (B)(4) items manufactured and released on 10 september 2014. Expiration date: 2019-07-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Additional information received on 22 june 2016 and includes: the patient has no pain for the moment and the surgeon is not planning for an arthroscopic procedure. Not explanted.

Event description:
The patient came in due to pain. The surgeon noticed in the x-rays the unscrewing of the inlay screw that moved anteriorly about 1 year and 5 months after primary. At the moment the revision was not planned yet, probably the surgeon will perform an arthroscopic examination.